Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent unspecified breast reconstruction with a mentor siltex contour profile spectrum 650cc saline prosthesis experienced left sided deflation post procedure. The report indicated that ultrasound needle biopsy and axillary lymph nodes on the left and implant on the left side has burst and the silicone has been in the body and needs to be removed immediately. Patient has pain. The doctor performed enormous tests and they came back negative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated note: the outer shell of the implant made from gel.

Manufacturer narrative:
Additional information received on (B)(6) 2021, received indicated that the patient underwent bilateral replacements as follow: . L) cat#: shpx790, sn#: (B)(6), r) cat#: shpx790, sn#: (B)(6). On (B)(6) 2021. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).